Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, one day after sensor insertion, patient experienced a rash under the sensor adhesive. The rash spread beyond the edges of the sensor adhesive and caused scaring. Patient reports that she is allergic to other medical adhesives. Patient consulted with her husband, a physician. He recommended she use cortisone cream for the issue. At the time of her call to dexcom technical support, patient reported that her rash was healing.